Event description:
Alleged the left intermediate siderail will not stay latched in the raised position.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determined the resolution of the alleged malfunction.